Manufacturer narrative:
(B)(4). Eval: results: (occlusion), (severely angulated aortic arch, small access vessels), (device used in pt with a severely angulated aortic arch, small access vessels). Conclusions: (angulated aortic arch, small access vessels), (device used in pt with a severely angulated aortic arch, small access vessels).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the physician reviewed a chest x-ray <(>&<)> cta which revealed that the most proximal stent graft in zone 2 had a slight kink. The physician stated that the kink in the aortic arch has always been there since the time of implant.

Manufacturer narrative:
Method: films. (B)(4). Results: migration.

Event description:
Films were received and their evaluation was completed. X-ray and cta/3d (m2s) images from 2 days, 1-month, 6 months, 1 year and 2 year post-implant were reviewed. All images over the implant duration show an angulation (not a kink) between covered springs 3 - 5 of the proximal stent graft within the aortic arch. The amount of angulation is approximately 90 degree. The angulation appears relatively constant over the implant duration; but is slightly decreased from the 2 year study. M2s images show that the proximal stent graft was positioned with the bare springs near the level of the left carotid artery at discharge through the 1 year follow-up. However, images from the 2 year study show that the stent graft appears to have migrated distally; the bare springs are now at the level of the lsa. No endoleak or any other stent graft issues were observed. The cause of the stent graft angulation appears to be anatomy related, due to the steeply angulated arch. The cause of the migration could not be determined.

Event description:
The patient's daughter called to inform of the death of the patient at another hospital. The patient had complained of chest pain and hypotension. Cause of death is unknown at this time per the investigator.

Event description:
Additional information was received as follows: it was reported that the primary cause of death was respiratory failure, mediastinal hematoma, descending thoracic aortic aneurysm. An autopsy was performed and the stent grafts were explanted, but were not returned. The investigator assessed this event as not device or procedure related.

Event description:
Additional information was received as follows: cta at the time of death revealed a type ia endoleak into the aneurysm sac between the attachment site of the stent graft and the native aortic wall. A large mediastinal hematoma, probably from rupture of the aneurysm sac was compressing the left atrium. The cec adjudicated the event as aneurysm and device related and not procedure related with cause of death as ruptured thoracic aneurysm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a greater than 6 cm diameter thoracic aortic aneurysm starting at 2 cm or more distal to the left subclavian artery approx one month ago. The pt had a pre-existing ascending aorta surgical graft replacement. This graft was not seen on the 3d reconstruction prior to the case. The pt had a steep, "gothic" aortic arch with a sharp angle. The aorta was about 38-40 mm in diameter proximal to the aneurysm. There was also a 90 degree bend of the distal aorta above the celiac. Access vessels were narrow measuring 6.5-6.7 mm in diameter with calcification, which was worse on the right side than on the left. There was also some iliac tortuosity. A spinal drain was placed before the tevar. Before insertion of the devices, ivus was inserted and used to measure the access vessels. Because the access vessel was too small, it was decided to sew a conduit into the left common iliac. Ivus was used to measure the aortic diameters and also identified a previously-unseen ascending aortic synthetic graft (3d recon imaging was used). The talent captivia stent graft was successfully delivered and deployed distal to the subclavian via the conduit. During removal of the delivery system, the physicians pushed the blue slider toward the gray front grip. This together with the steep arch led to unintentional forward movement of the stent graft by 1-2 stent rings, which partially covered the left subclavian. Three more talent thoracic stent grafts were implanted distally down to the celiac artery without issues. An angiogram was performed to check the vertebral circulation, and since the results were good, no further intervention was performed for the partial subclavian coverage. No clinical sequelae were reported, and the pt is fine.